Event description:
Additional information was received on 09/04/2024: an x-ray was performed and showed no pieces left in the shoulder space. There is no revision surgery needed. The case was completed successfully after the x-ray. However, the case was delayed, and 30 minutes of additional anesthesia was administered to the patient to get the x-ray in the room and check it. No adverse effects on the patient were reported. This was discovered during a rotator cuff repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/29/2024, a sales representative reported via (B)(4) that (qty. 2) of an ar-8400td torpedo broke apart in the shoulder space, and the surgeon had to pull it out of the shoulder. The surgeon is currently performing an x-ray to confirm that all pieces have been retrieved successfully. This occurred during use. Additional information has been requested.